Event description:
During product evaluation, the pump failed an accuracy test. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 03 2007. Evaluation summary: the condition of the failed accuracy test was confirmed during product evaluation. Inspection of the device found that the failed accuracy test was caused by a faulty pump head mechanism and therefore the pump head mechanism was replaced.